Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Event description:
Complainant alleged that during a biomed testing, the device displayed a "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.